Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to unspecific medical reason. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced chronic mastoiditis with fistula formation within the mastoid area (specific date not reported) secondary to chronic ear disease and eustachian tube dysfunction. The patient was subsequently hospitalized for IV antibiotic treatment (specific date and duration not reported) and later continued treatment with oral antibiotics at home (specific date and duration not reported). There are no plans to reimplant the patient with a new device as of the date of this report. Device analysis report attached.